Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The nonconforming xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on april 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system was not enabling the illumination prior to a surgical procedure. It was necessary to eject the illumination module and reconnect it in order for it to work. There was no patient harm.